Manufacturer narrative:
Sc-1216 (sn: (B)(6)). The returned ipg was analyzed. With all the available information, boston scientific concludes that the reported charging issues was confirmed. An analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times. However, the ipg was able to be fully charged in a room temperature environment (cis lab) in one four-hour charge cycle without any anomalies. The IFU states that "for proper operation, do not use the charger if the ambient temperature is above 35 degrees c (95 degrees f)" and "for best charging results, make sure the charger is well ventilated and centered over the stimulator". This investigation has a probable cause of unintended use error caused or contributed to event, the ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger-ipg alignment while charging. Additionally, the data log revealed that the ipg battery was depleting quickly after it was explanted. Ipg is most likely damaged by electrocautery during explant procedure. Damage to the ipg is a result of a typical explant procedure and it is not considered a failure.

Event description:
It was reported that the patients ipg was unresponsive and unable to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the physician used a plasma blade during the revision which was believed to be the cause of the patients issue.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was unresponsive and unable to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.